Manufacturer narrative:
Evaluation completed. One opened bl5623 pouch from lot v2729 was returned. The tip protector was in place, as it should be. The needle was not bent. The port window was in the opened position. There was dried solution visible in the tubing. The back cap was aligned correctly with the vent hole in the side of the cutter body. The connectors were inspected and no defects were found. A functional test was performed using a stellaris pc system. The cutter had good clean cuts throughout the various cut rates the cutter aspirated, as it should. This cutter performed as intended. The sterilization and lot history records were reviewed and found to be acceptable. Report 1 of 2 see 1920664-2015-00050.

Event description:
The user facility in korea reported the vitrectomy cutter was not operable at the cutting speed of 5000 cpm. They checked the operation of the cutter starting with a speed of 2000-3000 cpm and then geared up to 5000 cpm, where the cutter did not function properly. There was no impact to the patient or medical intervention required.